Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, the lead was able to be positioned without issue. However, when lead measurements were taken on the pacing system analyzer (psa), the pacing impedance measurement was above 2,000 ohms. When the physician used the fixation tool to retract the helix to reposition the lead, the helix would not move. As a result, this ra lead was extracted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found that the helix mechanism was fully extended and dried blood was noted on the helix, in the helix housing, and in the neck region. A laboratory technician initially tested the helix mechanism and found it was nonfunctional. The lead was then cleaned and the helix mechanism was tested again; the helix was able to be extended and retracted in 5 turns each way. An x-ray was performed and no anomalies or fracture were noted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was able to confirm that the irregularity in helix function was a result of dried blood inside the helix housing; however, analysis was unable to confirm the out of range pacing impedance measurements. The lead was found to be electrically continuous.